Manufacturer narrative:
The reported information provided basis for the manufacturer investigation. The initial assessment of the reported event indicated that an ongoing ventilation was not affected. Therefore the case has not been deemed reportable initially. However further investigations regarding the reported error code revealed that a device restart cannot be excluded. The root cause for the event can be attributed to a temporary deviation in the microprocessor-bus-configuration on the pcb control. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system in order to correct the issue. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority and lasts approximately 12 seconds. After completion of the restart sequence, ventilation will be continued with the last valid settings. It can be concluded that the device reacted as specified to a detected internal deviation by resetting to an initial state under alarm generation.

Event description:
It was reported that during patient use, the device posted an alarm (device failure 30.0100). The patient appeared to be fighting with the ventilator, spo2 was lower than normal. No stop of ventilation and no patient injury has been reported.